Manufacturer narrative:
This report is being supplemented to correct d4: unique identifier (UDI) number. Updated from (B)(4) to (B)(4).

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 component code.

Event description:
No additional information received from customer.

Event description:
It was reported, the distal cover cap fell off upon removal of the scope from patient. This was discovered during an unspecified procedure, there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Correction: b1, h1, h6. Additional information: b2, b5, h4, h10. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the cap fell off upon removal of the scope from the patient and fell into the body, although customer is unsure of what part, either in the stomach or high up. The cap was possibly retrieved with a net but it was retrieved according to the customer. It was reported there was a delay to get the cap, but the length of the delay was unknown and it was at the end of the procedure.